Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and thin leaflets. A steerable guide catheter and a mitraclip xtr was inserted and advanced to the mitral valve. However, curving the sgc was limited. The mitraclip xtr was implanted. However, it was observed that the posterior leaflet was torn. It was noted that the gripper of the xtr was too sharp, which eventually caused the leaflets to be torn. A decision was made to discontinue the procedure. The mr remained at a grade 4+. The patient was transferred for mitral valve replacement surgery via surgical thoracotomy.

Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural condition. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.